Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg had flipped that caused the difficulty in charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected and the explanted device was not returned.